Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Subsequently, the right ventricular (rv) lead alerted for out of range, high rv defibrillation coil impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.